Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device interrogation, loss of ventricular capture with no backup pacing was observed on egm. Programming changes were made and the issue was solved. Patient's condition was good.